Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out procedure. The lead remains implanted with the new device. The lead measurements were normal and the procedure was completed successfully without any adverse consequences to the asymptomatic patient.